Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake casters were out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.